Manufacturer narrative:
As reported, prior to inserting a 5f mynxgrip vascular closure device (vcd), the technician tested the balloon outside of the patient's body and the balloon stayed up and would not deflate. Hemostasis was achieved with another mynx from the same lot. There was no reported patient injury. The sales representative confirmed that other devices of this lot had not experienced the problem and had performed the right way. The device was stored and prepped according to the instructions for use (IFU). There was no damage noted to the device or packaging prior to prepping the device. The deployer was mynx certified. The balloon was prepped with 50/50 saline and contrast. The deployer did not pinch or pin the balloon with the advancer tube. The balloon was not inverted. The device was not returned for analysis. A product history record (phr) review of lot f2130501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause of the deflation issue experienced could not be determined. Based on the information available for review, it is not possible to determine what may have contributed to the deflation issue reported. The mynxgrip vcd¿s instructions for use (IFU), which is not intended as a mitigation, instructs users to fill the syringe with 2 to 3 ml of sterile saline, and to inflate the balloon with the solution. It also states that the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. It should be noted that viscous contrast solution might cause a difficulty to inflate/deflate balloon and/or delay the balloon¿s inflation/deflation time. Neither the phr reviews, nor the information available for review suggests a design or manufacturing related cause for this reported event/product. Therefore, no corrective/preventive actions will be taken at this time.

Event description:
As reported, prior to inserting a 5f mynxgrip vascular closure device (vcd) the technician tested the balloon outside of the patient's body and the balloon stayed up and would not deflate. Hemostasis was achieved with another mynx from the same lot. There was no reported patient injury. The sales representative confirmed that other devices of this lot had not experienced the problem and had performed the right way. The device was stored and prepped according to the instructions for use. There was no damage noted to the device or packaging prior to prepping the device. The deployer was mynx certified. The balloon was prepped with 50/50 saline and contrast. The deployer did not pinch or pin the balloon with the advancer tube. The balloon was not inverted. The device will not be returning as there is no item to ship back.

Event description:
As reported, prior to inserting a 5f mynxgrip vascular closure device (vcd) the technician tested the balloon outside of the patient's body and the balloon stayed up and would not deflate. Hemostasis was achieved with another mynx from the same lot. There was no reported patient injury. The sales representative confirmed that other devices of this lot had not experienced the problem and had performed the right way. The device was stored and prepped according to the instructions for use. There was no damage noted to the device or packaging prior to prepping the device. The deployer was mynx certified. The balloon was prepped with 50/50 saline and contrast. The deployer did not pinch or pin the balloon with the advancer tube. The balloon was not inverted. The device will not be returning as there is no item to ship back.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.